Event description:
It was reported that the patient experienced prolonged low blood glucose while using a G7 CGM with an iLet system, with a lowest CGM value of 52 mg/dL confirmed by a glucometer and lows persisting for approximately four and a half hours; the caregiver reported recurrent lows and highs over recent weeks and requested pump programming adjustments, and also reported intermittent leaking cartridges/connectors linked to inserting the connector into the cartridge before attaching to the pump, which can bend or break the connector needle and cause leakage. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and classification as a serious injury or illness. Investigation included troubleshooting and education on hypoglycemia management and device supply change technique. Investigation of this case revealed that the patient treated lows with repeated juice, candy, and honey, which could lead to overcorrection and subsequent glycemic variability, and that the reported leaking due to improper assembly technique could contribute to erratic insulin delivery and glycemic excursions. It was concluded, based on previously established findings for similar reports, that user technique and use error related to hypoglycemia treatment and supply change assembly were the likely causes.